Manufacturer narrative:
.

Event description:
The hcp reported, the device system was explanted due to infection. The symptoms included pain and tumefaction around the neurostimulator. The type of organism was staphylococcus aureus.